Event description:
In january 2006 the lay user/pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. Three days earlier at 8:00 am, the pt got a reading of 170 mg/dl and gave himself 3.5 units of sliding-scale novorapid insulin. At 12:00 pm, he got 181 mg/dl and took 5.0 units of sliding-scale novorapid insulin. As noted by the tsr: "...the pt considered that he had not eaten more than usual and was disappointed with the result of 181 mg/dl. He said that he was fed up and decided to take the 5 units. He admits that he had done an error and even mentioned that to the medics once he regained consciousness. At 3:00 pm, the pt decided to test himself before going out. Once he saw the result of 208 mg/dl he decided to go for a walk in order to help reduce the glycemia." He did not take any sliding-scale insulin based on the 208 mg/dl reading. After 20 minutes into the walk, he started to feel "dizzy" and "fell." An unknown person called for a firefighter who arrived and called ER services after noticing the patient's diabetic card. When the paramedics arrived, they administered a "glucose transfusion" since he was in a "coma." He does not know if the paramedics tested his blood glucose. He was then brought to the hospital but does not recall what treatment he received there. The pt estimated that he regained consciousness by around 4:30 pm that same day and no longer had symptoms. His diagnosis was a "diabetic coma." The pt was off the insulin pump until 8:00 pm when he was given some food. Prior to being discharged from the hospital at 9:00 pm, the hospital got a reading of "315 mg/dl" on an unknown device but he was not treated in any way. Fifteen minutes later while at home, he tested himself and got "444 mg/dl." He took 3.0 units of unspecified insulin. No adjustments were made to his medication regimen as a result of the event. The pt reported getting a result of "303 mg/dl" on the previous day and indicated that he was "used to much lower results." The tsr verified that the patient was using his insulin pump the day of the event and had taken his blood pressure and cholesterol medications. The patient has been testing his blood glucose correctly. The pt did not have control solution to check the meter system. The meter was replaced. Although the patient took more insulin than recommended for his sliding-scale regimen on the day of the event, this complaint is reported since the patient obtained a reading of "208 mg/dl" and lost consciousness 20 minutes later while walking. He received medical treatment for hypoglycemia.